Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient had a massive cerebral infarction established in the posterior territory with great involvement of the basilar arteries. It was stated that during thrombectomy procedure the patient presented with progressive desaturation of unknown origin, so orotracheal intubation was performed. The patient remained without sedation in the ICU and with mechanical ventilation, progressing to brain death and patient death. The issue was noted by the site to be not related to device or implant procedure. Additional information received indicated the patient¿s death occurred during the procedure per information provided by the site. Additional information received indicated that the sponsor noted the event to be related to the procedure, and the death occurred after the solitaire was used per the site. It was noted that the basal ganglia, trunk, and cerebellum were affected. The event was listed as possibly related to procedure. Additional information received indicated the patient death occurred after the solitaire was used. During the procedure, a progressive desaturation of unknown origin occurred. The assessment was updated to indicate the procedure as having a causal relationship, but the cause remained unknown. Additional information received reporting that in the procedure report it was noted there was vasospasm at the level of the basilar artery during the procedure. Nimodipine 1mg was administered to treat the vasospasm but persistence was observed in follow-up. It was also noted that 5 passes were made with the solitaire during the procedure. A react-71 catheter was also used in the procedure.